Event description:
Caller states that the pt tested 35mg/dl on the device while a lab drawn 7 minutes later read 133mg/dl. No action was taken based on device result. No adverse event reported and no treatment received. Quality controls were used and reportedly fell within acceptable limits. Requested return of suspect device and replacement was sent.